Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having suction loss with a patient interfaces during a laser treatment. The patient was re-applanated. The surgery center indicated the suction loss occurred twice. The procedure was aborted. The flap was performed on the right eye (od) but not lifted. The patient is scheduled for a prk (photorefractive keratectomy) in the left eye (os) and lift treatment for the right eye (od). This is two of two reports. (This report is for the femto laser). Refractive measurements: pre-op od: bcva 20/20 -.75 x -2.50 x 168. Pre-op os: bcva 20/20 -1.75 x -3.00 x 7.